Event description:
It was reported that when going from the analyzer to the device after the setscrew was set, there was no pacing. The patient was asystole until external pads were turned on to pace and subsequently hooked back up to the analyzer. A new pulse generator was implanted without any problems. The following day the patient felt fine and lucid.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.